Event description:
Healthcare professional reported "implant valve did not engage implant." Record is for left side. Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ valve leak and/or damage: no observed. ¿ broken/ damage component: broken device observed assessed as surgical damage. Missing shell assessed as inconclusive. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant valve did not engage implant." Record is for left side. Device was not implanted.

Event description:
Healthcare professional reported, "implant valve did not engage implant". Record is for left side. Device was not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.